Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the device passed functional testing; however, visual inspection revealed damage to the outer sheath of the cable assembly, exposing internal wires. The damage that was observed did not affect the functionality of the device. The damage on the outer sheath is an additional observation not related to the reported event, likely due to the handling of the device. The batteries were able to adequately to provide power to a test controller. In addition, the batteries were charging when connected to a battery charger. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out-of-specification on manufacturer's analysis. No patient complications have been reported as a result of this event.